Event description:
Reporter states customer became confused and collapsed following insulin adminstration. Customer's blood glucose result during this incident was 5.2 mmo/l obtained on the active system. Paramedics arrived 15-20 mins later and obtained a blood glucose result of 1.4 mmol/l on the professional system. The customer was treated with an injection of glucagon, and her symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.